Event description:
A surgeon reported that after an intraocular lens (iol) implant surgery a patient experienced visual degradation and glare which appeared to be related to iol surface glistening. The surgeon reported that he may explant and exchange the iol. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Not enough information was provided from the account for further investigation. (B)(4).